Event description:
The 8 fr. Iab did not unwrap. The iab needed to be manually inflated. The iab was not returned to datascope for evaluation. The iab was used. Event complications: unk - reported 9/29/98. Pt's current status: unk - reported 9/29/98.